Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 407 mg/dl. Customer experienced issues with their sensor and quick serter. Customer was advised to return the serter with the sensor still inside. Customer was advised that a replacement serter and sensor will be sent out to the customer.